Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to it. There was no information available regarding any adverse impact on the customer's blood glucose level. The customer received assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which they acknowledged and understood.